Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to low blood glucose on december 22, 2017 with blood glucose of 74 to 53 mg/dl at the time of the incident. The customer experienced symptoms such as vomiting, seizures, and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The caller stated that the customer's meter was reading about 100 points higher than the customer was. The caller stated the meter and the recalled infusion set caused the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
.